Event description:
On 12/11/2019, neotract was informed about a patient event that occurred shortly after a successful prostatic urethral lift (pul) procedure on (B)(6) 2019. While the patient was in the recovery room and under the care of an anesthesiologist, it was reported that the patient experienced low blood pressure and shock blood test results revealed that the patient had severe anemia. A CT scan indicated that the patient had a prostatic arterial bleed requiring embolization, blood transfusion, and IV antibiotics. The patient was under ICU care for 3 days and then transferred to another hospital for 2 weeks. In (B)(6) 2020, the patient is scheduled for a CT scan to reassess his current status.